Event description:
The customer reported that the subject device¿s wheel castor brake was broken. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The subject device is not being returned for evaluation or repair. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.